Event description:
It was reported that the representative was calling to check why there were 2 dates of elective replacement indicator (eri) by this pacemaker. Boston scientific technical services (ts) explained that elective replacement indicator (eri) was reached then recovered. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device replacement was suggested; this patient has been scheduled for replacement procedure. After additional analysis, it was found that there were multiple episodes with noise on the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in oversensing and pacing inhibition. To date, the device remains in service. No adverse patient effects were reported. According to additional information, this pacemaker was explanted electively for normal battery depletion (nbd) at the discretion of the physician. Another pacemaker was successfully placed. No adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for additional analysis.

Event description:
It was reported that the representative was calling to check why there were 2 dates of elective replacement indicator (eri) by this pacemaker. Boston scientific technical services (ts) explained that elective replacement indicator (eri) was reached then recovered. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device replacement was suggested; this patient has been scheduled for replacement procedure. After additional analysis, it was found that there were multiple episodes with noise on the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in oversensing and pacing inhibition. To date, the device remains in service. No adverse patient effects were reported.